Event description:
Hill-rom technician found that the head end brake casters did not hold in the brake mode. The casters were worn. He replaced the brake casters and the brakes functioned properly. The stretcher was found out of service in the bed shop and there were no alleged injuries.